Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set leakage, which led to insulin accumulation in pocket of skin event on (B)(6) 2025. The leakage occurred at the abdominal site. Due to this leakage, the patient experienced skin issues including pocket of skin form of inflammation filed with insulin, irritation, pain, and infection. No further information available.